Manufacturer narrative:
To date the incident unit has not been received for evaluation. If the unit is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the patient was accepting left breast segmental mastectomy under basal anesthesia. The staff adjusted the coag power to 80 and totally attached the negative pad to the patient's right leg. During the coagulation, the surgeon found smoke in the surgical area and also felt that the cable turned hot. Then the patient was found to have a midaxillary line burnt. Washed with cold saline and applied cold compresses immediately. The degree of burn was not made available to medtronic.

Manufacturer narrative:
Corrected information: sex.